Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the touch screen was intermittently unresponsive. The customer's blood glucose (bg) was 200 mg/dl. The customer declined assistance from tandem technical support regarding the issues and indicated that the pump would be used for insulin therapy. No additional information was provided.